Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation to an unknown side. Device has been explanted.

Event description:
Affected side is left.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and two openings on anterior and posterior. Leak test and microscopic analysis was performed which identified: two striated openings on anterior and posterior and a sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on anterior and posterior assessed as surgical damage. A sharp opening on posterior assessed as an unidentified (tear) opening.